Event description:
A customer contacted beckman coulter inc., (bec) and stated that the coulter lh 780 hematology analyzer was leaking about 50 cc of diluent from the back side which spilled onto the counter. Msds sheets were not reviewed. There is an exposure control plan in place at the facility. The operator was wearing gloves, gown, and goggles. There was no exposure to open wounds or mucous membranes. No one sought medical attention. The patient results were not affected because the customer stopped using the analyzer as soon as they noticed the leak. There was no death, injury, or an effect to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site on 10/26/2012. The fse indicated that the green stripe tubing from upper sheath coil popped off. The fse replaced the tubing with new one, and also replaced sensor distribution because of splashing onto board. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak was green stripe tubing from upper sheath coil popped off. (B)(4). (B)(6).